Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented with a migrated talent stent graft and a proximal type I endoleak with aneurysm enlargement to 9 cm. The cause of the migration is the result of lack of active fixation in a short, angled suprarenal neck resulting in stent graft migration. The stent graft migrated 10-15mm since the top of the suprarenal stent is at the level of the renal arteries. The left and right renal virtually come off at the same level but the right renal is slightly lower. The diameter of the aorta infra right renal measures 35mmx40mm so there is no infrarenal neck landing zone. The diameter of the suprarenal aorta measures 29mm uniformly and has a length of roughly 25mm from the bottom of the sma to the level of the renal arteries. Intervention, required re-lining with an endurant bifurcated stent graft, contralateral limb extension and ipsilateral extension with snorkel technique using bilateral 7mm another manufacturer¿s bare stent to seal the aneurysm and provide renal patency. Great result with no apparent endoleak and aneurysm sealed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).